Manufacturer narrative:
Section a2 and h4: correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed left ventricular assist device (lvad) flags consistent with a current sense issue. The submitted log files contained data from (B)(6) 2019, through (B)(6) 2020, and found that the pump maintained a stable speed. Persistent lvad flags associated with a current sense issue were captured from (B)(6) 2020, to (B)(6) 2020. This issue was associated with locked current sense values, and appeared to resolve spontaneously. Despite this event, the system appeared to be operating as intended. The patient remains ongoing on (B)(6), with no related issues at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20mar2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Review of the patient's lvad periodic log file revealed a current sense issue (dclink fault) that began on (B)(6) 2020 and resolved by (B)(6) 2020. The lvad monitoring line values were locked at 440 ma and elevated up to 1510 ma. No other atypical lvad faults were captured and the pump appeared to be operating as intended.